Manufacturer narrative:
The reported event of could not tighten setscrew to fix the lead was not confirmed. Analysis revealed no setscrew anomalies. There was no user damage or signs of incorrect wrench insertions. Lab testing found the setscrew tightened normally onto leads and held them firmly in the connector. No device anomalies were found. The device was normal.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the screw of the pacemaker failed to be tightened and the lead became loose. The pacemaker was not used and replaced during procedure. The patient was stable.